Manufacturer narrative:
Device label code for f10. Position 1: 1701.

Event description:
The pt complained of pain in the right foot up to the right hip after the iab was inserted. The pt's pulse diminished to doppler after insertion. Event complications: pain/pulse diminished - reported 1/10/97. Pt's current status: unk - rpt'd 1/10/97.